Manufacturer narrative:
Updated information: d3 MFR fax number added. The investigation for the device alarm system/pump premature start has been completed. The cause of the issue was not established as no product or logs were returned and limited information was provided.

Manufacturer narrative:
Corrected data: d4 catalog and serial number updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
H6 medical device problem code. Remove retrograde flow, added pump premature start. Removed low purge pressure and replaced with device alarm system.

Event description:
Clinical narrative: an impella cp and automated impella controller (aic) were being prepped for insertion at the femoral artery to support the 41-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump placement the patient had suffered an out of hospital cardiac arrest with CPR applied, and was on inotropes, vasopressors, and a vent for respiratory needs. Other underlying medical history was not shared. At the preparation the cp and aic there were alarms that prompted the aic and pump to be replaced. There were pump stop alarms, high motor current, retrograde flow, and controller failure alarms. The pump support was never started; this was all during prep. The troubleshooting attempt to reset up case start had purge pressure alarms. Decision was made to use a new catheter and new aic. This is being conservatively reported for the malfunction and associated delay of therapy during the exchange; however, the exchange was performed with no clinical consequence to the patient. The second pump was successfully placed for hemodynamic support.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report will be submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 clinical narrative updated. H1 type of reportable event was updated from malfunction to serious injury.

Event description:
Clinical narrative (updated 2026-6-17). With further clarification the team was able to update abiomed on the alarms that took place at the time of case start/priming. The hospital biomedical team reported that the hospital had retained the aic for nearly 2 months as they believed the aic to have priming issues with a cp support. Prior clinical narrative: an impella cp and automated impella controller (aic) were being prepped for insertion at the femoral artery to support the 41 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump placement the patient had suffered an out of hospital cardiac arrest with CPR applied, and was on inotropes, vasopressors, and a vent for respiratory needs. Other underlying medical history was not shared. At the preparation the cp and aic there were alarms that prompted the aic and pump to be replaced. There were pump stop alarms, high motor current, retrograde flow, and controller failure alarms. The pump support was never started, this was all during prep. The troubleshooting attempt to reset up case start had purge pressure alarms. Decision was made to use a new catheter and new aic. This is being conservatively reported for the malfunction and associated delay of therapy during the exchange; however, the exchange was performed with no clinical consequence to the patient. The second pump was successfully placed for hemodynamic support.